Event description:
It was reported that during surgical procedure, the physician found that the debris shield was damaged. The procedure was cancelled due to this event. There were no patient complications. This event is being reported for a cancelled/rescheduled procedure with a patient under anesthesia unknown.